Manufacturer narrative:
Device not returned to MFR.

Event description:
A pt underwent a reduction mammoplasty procedure on (B)(6) 2013, and the insorb 2030 skin stapler, along with other closure modalities, was used to close the skin incision. Complications arose 3 weeks post op. A revision surgery was performed to alleviate multiple draining cysts on (B)(6) 2014. Insorb was not used to close the revision surgery and the complications occurred again.